Manufacturer narrative:
(B)(4). Physio-control evaluated the device and observed proper device operation through functional and performance testing. The battery was approximately 7 years old and had likely become depleted normally due to age and use. The customer has been provided with detailed instructions on how to verify the readiness of their device and determining the battery's charge status. The customer has also been reminded of the importance of always carrying a spare fully-charged battery.

Event description:
Relating to a voluntary corrective action (corrections and removals number 3015876-05/01/2014-001c), a physio-control service representative observed during evaluation of the customer's device that the device's battery was at a very low state of charge which may not be sufficient for patient use. There was no patient use associated with the reported event.